Manufacturer narrative:
This is the final report.

Event description:
A report was received that during a trial procedure a csf leak occurred when the surgeon inserted the needle. The trial was aborted and the pt was treated with IV fluids. The pt has no symptoms and was reportedly doing well.